Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease flat, device appearance (observed 40 mm dark patch edge material inside gel device) and broken shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact; non-penetrating nicks.

Event description:
Additionally, healthcare professional noted in the operative report the event of ¿disrupted one of the intercostal arteries, as it appeared to be adhered to the scar capsule" and "did lose a fair amount of blood in the process".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.